Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume event was identified through an event history log review. Upon conclusion of the investigation, the cause was determined to be insufficient drain; false empty detect and use error, the clinician inappropriately set the minimum drain volume percent setting too low. The homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 20:34:35. During night drain cycle five, the patient's ultrafiltration reading was 1041ml, indicating the home patient drained 1041ml more than their maximum programmed fill volume of 1400ml. No additional information is available.